Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation revealed one episode of post-paced t-wave oversensing that was recorded by the device as a non-sustained right ventricular oversensing (nsrvo) episode. No programing or intervention was done. The patient was asymptomatic.